Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a defect at a printed circuit board in the scope connector that occurred while the user was handling the device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image on the evis lucera elite bronchovideoscope was "noisy," flickering, or black, and could not recognize the object. The issue was found during inspection before use for a diagnostic tracheoscopy, which was finished without delay with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to faulty printed circuit board. In addition to the reportable malfunction, the following were noted: scope identification data lost, switches had failed, and the channel tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.